Event description:
A patient returned to there room from pacu. Upon arrival the gish reinfusion tubing was defective and fell from the bottom of the casing, contaminating the drainage. 300cc of blood was wasted. The gish was converted to a drain.